Event description:
Sutures would not stay secured in the endo stitch suture device when applied to tissue during surgery. Replacement device worked as expected. Sutures for auto suture device - details are not available for review.